Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted but could not advance any further than the lead proximal coil, where it was locked to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, minimal progress was made. Next, switching to a spectranetics 11f sub-c tightrail rotating dilator sheath, further progress was made. Then, a 13f tightrail (long) was used to advance down the vasculature, and the lead was removed; however, the patient¿s blood pressure dropped. Rescue efforts began immediately, including sternotomy, and a small perforation in the rv was discovered and repaired. The patient survived the procedure. This report captures the lld ez providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b): patient gender unk h3): the lld was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.